Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported a motor stall occurred. Elective replacement indicator (eri) was activated. The pump was replaced, and now the patient could receive effective therapy. The issue was resolved. The patient's status was alive - no injury. It was unknown if any environmental, external or patient factors might have led or contributed to the event. There were no diagnostics/troubleshooting performed. The pump would be returned to the device manufacturer. The implant date was unknown. Information regarding the patient¿s gender, age, weight, and medical history was unavailable. No further complications were reported.

Manufacturer narrative:
Pump interrogation at medtronic european operations center indicated the pump was delivering ¿bclogene¿ (interpreted as baclofen) 1000,0 æg/ml at 129,8 æg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified damage to the o-ring on the outlet port which resulted in a leak. Analysis ran logs dating back to (B)(6) 2018. There was no evidence of a motor stall occurring in the ip or the ir log (no recovery flag and no event status cleared flag). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial MDR was filed as MFR. Report # (B)(4),  additional review showed the correct manufacturing site was (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was confirmed that the pump was delivering baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.